Manufacturer narrative:
08/19/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a duodenal ulcerraphy procedure, the suture broke. The surgeon applied another product without pt injury.